Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported physical resistance in the anatomy could not be replicated during returned device analysis. All available information was investigated and a definitive cause for the reported physical resistance (clip becoming caught in the chordae) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) causing the clip to interact with the chordae and therefore contributed to the user experience; however, this cannot be confirmed. The reported delivery catheter (dc) bending and resulting difficulty positioning the dc shaft confirmed via returned device analysis. The investigation determined that the dc shaft bend and subsequent difficulty positioning the dc shaft were a result of the clip becoming caught in the chordae. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty steering the clip delivery system, which has the potential to cause or contribute to tissue damage. It was reported that the patient underwent a procedure to treat mitral regurgitation of grade 4+. The clip delivery system (cds) was prepared for use per instructions for use and no issues were noted. The cds was advanced into the anatomy without difficulty. During positioning, the mitraclip got caught in the chordae. The clip was inverted to pull the device up into the left atrium and some tension was noted in the delivery system. The delivery catheter (dc) handle was rotated slightly and the clip was able to be freed. The cds was pulled up out of the chordae. The cds was unable to steer correctly during translation (advancement) of the dc handle forward and the device was removed from the anatomy without difficulty. When removed, a bend in the shaft was noted. Another cds was then used and one mitraclip was implanted. The mitral regurgitation was reduced to 2+. There was no tissue damage or adverse patient effect. There was no clinically significant delay in procedure. No additional information was provided.